Manufacturer narrative:
The reporter¿s telephone number is (B)(6). The cause of this peritonitis was use error reported to be due to a break in aseptic technique by the patient. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A formal review of the label for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
A peritoneal dialysis (pd) patient experienced a breach in aseptic technique which resulted in peritonitis manifested by abdominal pain and cloudy pd effluent . The breach was further described as ¿the patient performed the pd in an inappropriate site¿ (no further detail was provided). The patient was hospitalized for the event and on an unreported date, during hospitalization, the patient was diagnosed with peritonitis. On the same day as being admitted to the hospital, the patient began intraperitoneal (ip) treatment for the peritonitis with ceftazidime, 1 gram, and cefazolin, 1 gram, (doses and frequencies were not reported). On an unreported date, upon receiving the culture result, the ip antibiotics were changed to an unknown treatment (no further detail was provided). Twelve days after being admitted to the hospital, the patient¿s pd catheter was removed and the patient was switched to hemodialysis for an indefinite length of time. At the time of this report, the peritonitis was ongoing and the patient was not recovered from the event. No additional information is available.

Manufacturer narrative:
Upon follow up, it was reported that the patient was discharged from the hospital (unreported date, the same month this report was received), was recovered from this peritonitis event and remains on hemodialysis therapy, indefinitely. Should additional relevant information become available, a supplemental report will be submitted.